Event description:
During a ptca treatment procedure, deflation difficulties were encountered. The physician was attempting to dilate a 90% lesion in the distal circumflex. The physician did not note any difficulty inflating the balloon to 14 atms, however, he did note slow deflation of the balloon. The balloon did finally fully deflate, although it is unknown how long deflation took. The device had been introduced and removed from the guide catheter 3 times. There were no other procedural issues noted. The procedure was completed satisfactorily. The patient is reported to be "good". No other complications or injuries were noted.